Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 02/03/2021 additional information: h6, h4, d4 a manufacturing record evaluation was performed for the finished device qemjmh, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # ==> (B)(4) date sent to the FDA: 02/03/2021 corrected data: d1, d4, d2a, d2b this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the initial procedure? Breast augmentation. What is the event day and procedure date? (B)(6) 2020. Could you please confirm device's availability? Samples will be coming back for further examination. Did the patient suffer from any consequence due to the issue (pull off suture needle)? No, other suture was used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle separated from the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.